Manufacturer narrative:
Investigation results: visual investigation: we made a visual inspection of the fracture surface of the broken off catch. Here we found the typically signs of a forced fracture. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that three similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 3(5) probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures/preventive measures: without further knowledge about the circumstances we except, that the surgeon spread the downtube not completely with the removal key, so that the catch broke off during removal.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sz378r-ennovate mis downtube short. According to the complaint description, the instrument had a missing piece that seems to have broken off. This was a while since the set was last used and not sure if and where the piece broke off. There was no described patient harm. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under (B)(4).